Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had motor error alarm and turning off due to battery issue. Customer¿s blood glucose was unknown at time of incident. Customer also states that alarm occurred during normal use. Customer further mentioned that insulin pump also alarmed for battery out limit. Customer performed troubleshoot and passed the test. Customer advised to discontinue use of insulin pump and revert to backup plan as per hcp¿s instructions. Insulin pump will not be return for analysis.